Event description:
An eye care professional reported that a pt experienced itching and discomfort associated with 4 hours wear of air optix aqua multifocal contact lenses and was prescribed antibiotics. The same symptoms occurred when lens wear was resumed, this time with infiltrates over the cornea and along the limbus edge, left eye > right eye. Pt referred to ophthalmologist for treatment. Cortisone prescribed. Event resolved with on line reduction in visual acuity and scars remaining. Lens wear has resumed in a different brand of contact lenses with no problems. The pt tried the original brand of lenses for a third time and again experienced irritation.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal infection/ulcer." An evaluation of the returned product is underway by manufacturing. If any abnormality is found, a follow up report will be provided. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.